Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 14f sheath hole prior to a left appendage interventional procedure. Reportedly, the plunger did not click down all the way, causing the suture to not connect to the needle [cuff miss]. This occurred with two proglide devices in a row. The left appendage procedure was completed using the 14f sheath. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty deploying the plunger leading to a needle to cuff miss include, but is not limited to, patient anatomy (human tissue, calcification) or user technique (failure to maintain a stable position of the device with respect to the tissue tract). The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.